Manufacturer narrative:
The customer¿s report of an overinfusion of levophed was not confirmed. The pcu event log showed that at 10:18 am on (B)(6) 2015, a remote IV order was received for norepinephrine 8mg/250ml to infuse at 14mcg/min (26.26ml/hr). The dose was titrated down to 12mcg/min at 12:25 pm and down to 10 mcg/min at 12:36 pm and the program continued until 12:53 pm when an air-in-line alarm occurred. The door was then opened and closed. At 1:00 pm, the user cleared the volume infused. At 1:02 pm, the user channeled off the device, causing the system to power down. The volume recorded as being infused during this period was 64.55ml. The suspect pump module was inspected on-site. The device passed all tests, including rate accuracy. Visual inspection noted no issues that could explain the reported event.

Event description:
The customer reported that an infusion of norepinephrine 8 mg/250 ml was started at 1018 am and at 1253 pm, the 250 ml bag was found empty. Both the pc unit and the pump in use at the time were removed from service. The patient was critically ill and was described as "actively dying" when the event occurred. Reportedly the dose of norepinephrine had been titrated downward at 12:25 pm because the patient's blood pressure had "started improving"; it had increased to 116/52 from 95 systolic. The improvement was attributed to the administration of an albumin infusion. Although the patient has since expired, the customer does not attribute the patient's demise to the levophed event.

Event description:
Received customer medwatch which states: "the patient was receiving a continuous titratable infusion of levophed (norepinephrine). At 1018 on (B)(6) 2015, a new 250 cc infusion was initiated at 26.25 cc/hr. At 1253 the infusion bag was noted to be empty. The initial concern was that the patient had received a rapid unplanned infusion of levophed. The pump, tubing, and medication bag were taken out of service for further examination and investigation. A new infusion with a new bag of medication was initiated with a new pump. The initial pump and tubing examination by the facility's biomed department, and the vendor did not reveal any pump malfunction. The pump is being sent to an independent third party for examination and evaluation. The rn who experienced the event took pictures of the pump screen at the time of the event to show the flow rate and the volume to be infused rate. Levophed 8 mg in 250 cc normal saline infusing at 1018 on (B)(6) 2015 at a titratable rate. Other infusions at the same time through different pump channels included albumin 25% infusion, and a thiamine infusion 100 mg. She was admitted to the facility on (B)(6) 2015 with altered mental status due to end stage liver disease with hepatic encephalopathy, acute kidney injury, and lactic acidosis. On (B)(6) 2015 she developed acute respiratory failure and was intubated. She also showed signs of sepsis and shock. Her condition worsened on (B)(6) 2015 and after discussion with the family, life sustaining treatment was disconnected and she expired at 2022 on (B)(6) 2015."

Manufacturer narrative:
Initial reporter's contact information has been corrected.